Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, one of the pull wires disconnected at the head of the forceps. To prevent damage to the scope the device was removed with the scope. The forceps was then cut at the distal end and removed without damaging the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.